Event description:
It was reported via a call from the intensive care unit (ICU) rn to the clinical support specialist (css) which stated that she had a male pt that just came to ICU from the cath lab about 1 hour ago. The pt had a dissection left main, so they had taken him to the operating room (or) for ohs (open heart surgery). The intra-aortic balloon (iab) was inserted via a sheath in the pt's femoral artery. According to the rn they had originally zeroed the fiberoptic sensor (fos) prior to insertion, pressures were looking very good and just before they took the pt to the operating room the fos pressures dropped dramatically with no other changes to the pt status. The rn said that the pressures on the bedside monitor were still reading the same as before, css asked the rn for the color of the fos light hub icon and for the fos status codes. At this time, the rn stated that the pt is currently in the operating room and she does not have access to the pump. The css verified that the pump had continued to provide good support despite the discrepancy with the pressure. The rn again stated that the only different was the lower pressure reading from the fos. The css explained to the rn how to perform a calibration of the fos when she again has access to the pump. Add'l info was received on (B)(6) 2013 from one of the charge nurses in the ICU who spoke to the css and stated that the iab was never calibrated, but the pump was working and supporting the pt so they just used a different source for pressure readings. The pt was an (B)(6) with a long cardiac history. According to the rn "the pt was taken emergently to the operating room. When the pt returned, the chest was left open due to complications. The balloon and pump were working; however, the pressure readings were just wrong." The pt passes away, however, the charge rn in the ICU stated that the death was not related to the balloon or pump. The balloon and pump were in the pt for over 24 hours after surgery. Unfortunately, they did not get info on the fos codes. The rn told the css "the pump was checked out and the biomed could not find anything wrong with the pump and this was most likely a fiberoptix issue."

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.